Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on (B)(6) 2025 to report that the patient with lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm, had fever in the setting of a ruptured ovarian cyst and left lower lobe pneumonia, including decreased movement in the right side on (B)(6) 2025. On the next day, a CT scan was performed and showed an acute to subacute posterior left mca territory infarct. The excor blood pump maintained full filling and ejection. Deposits were noted in the pump before and after the event.

Manufacturer narrative:
The lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (83 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.